Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
The patient alleges the right restoration modular hip system implanted on (B)(6) 2009 failed causing injuries and required revision surgery on (B)(6) 2016.